Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of malfunction issue could not be confirmed with the returned system controller (serial # (B)(6). The device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. No functional issue was identified with the returned device. Data on 27apr2025 was reviewed. No atypical alarm event was captured. The driveline was physically disconnected on (B)(6) 2025 at 12:35:02, which appears related to the reported equipment exchange. A root cause of the malfunction issue could not be determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes system controller fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Under ¿how your heart pump works¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under ¿system operations¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Cautions users to ¿ensure that the patients understand the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that low flow alarms persisted and the physician requested that a low flow software upgrade be done. The low flow software upgrade was completed on both system controllers. The original system controller was changed out due to physician request. It was noted that the physician thought the patient was potentially experiencing low flow alarms consistently due to a system controller malfunction. The provider wanted the system controller to be exchanged to ensure it was not the system controller. The low flow alarms resolved once the low flow software was installed. Log files weren't done. The patient had no symptoms.